Event description:
It was reported that the 8800 system took 6 times to completely boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Identified the need to replace the hard drive. The hard drive will be replaced. If additional info is provided that indicates otherwise, a followup report will be submitted as required.